Event description:
It was reported that the pt underwent a sling procedure in 2004. During the procedure, the physician noted that the pt was oozing and packed the vagina. Physician reports that the procedure went well. Post operative, the pt's hgb dropped from 11.1 to 6.1. Due to fatigue the pt was transfused 2 units of packed red blood cells and post transfusion hgb was 9.3. Physician does not know at which point there was a vascular injury or where. Physician reports that there was no imaging study done but feels that the blood is in the retroperitoneal space on the right side because the pt has right leg pain.